Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was frozen. Additionally, it was reported that the pump would not turn on after the customer plugged the pump into a power source using the tandem-provided usb cable and wall adapter. Customer's blood glucose level was 157 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. No failure related to the touch screen issue was identified.